Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the right ventricular (rv) lead dislodged. Decreased sensing and unstable thresholds were also observed on this pacing lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.